Event description:
It was reported that the customer had a high blood glucose level of 422 mg/dl. Customer has corrected and received a low reservoir alert. Customer has enough insulin in the reservoir to last for 2 hours until he goes home. Customer stated that he never changed the time when daylight savings came. Customer was advised not to change the time because it could mess his basal rate settings. Customer changed the time and stated that he did not want to troubleshoot right now. Customer stated that he will call back once he changes the infusion set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.